Event description:
It was reported that the device was in back-up mode. The measured battery data taken in may 2006 was 2.75v, 10 ua, and 3.2 kohms with an estimated remaining longevity of 20 months to eri. The patient was pacemaker dependent.